Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
The customer had hypoglycemic symptoms. An ambulance was called. Her blood glucose reading on the contour next link was 147mg/dl. Her reading from the ambulance meter was 42mg/dl. Customer was taken to the hospital and given medication to raise her glucose. She then ate a sandwich and drank a cup of orange juice. She was later discharged. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The call was disconnected and further information was not obtained. Product was not expected to be returned and it was not replaced at the time of the call.